Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the pocket would not close and device was exposed. Patient got in creek. It was noted that healthcare provider explanted the old device and implanted the new one. It was unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.